Event description:
It was reported that the customer's mother believes that the insulin pump is not delivering the correct amount of insulin. Customer's blood glucose level at the time 499mg/dl. Troubleshooting occured. Customer requested to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.